Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician (australia) experienced difficulty assessing the pt's epidural space during implantation of the trial lead. Following placement of the device, invalid impedance measurements were noted. Attempts to resolve this matter using multiple multi-program trial stimulators proved unsuccessful. A new lead was used to complete the procedure, and the trial proceeded without further incident.